Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device code 1562 (material separation) was removed.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal circumflex artery that was totally occluded and did not have any calcification. A 2.75 x 48 mm xience xpedition stent delivery system was advanced; however, it failed to cross the lesion. Additionally, the shaft separated outside the anatomy. Therefore, another unspecified stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initial report, additional information was received. The device failed to cross the lesion due to the anatomy. It was reported that there was no device separation. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device status was not provided and it is currently unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal circumflex artery that was totally occluded and did not have any calcification. A 2.75 x 48 mm xience xpedition stent delivery system was advanced; however, it failed to cross the lesion. Additionally, the shaft separated outside the anatomy. Therefore, another unspecified stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.